Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. No visual anomalies were noted. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when the catheter was connected to the tactisys unit. In addition, a simulated ablation test was conducted and no impedance anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion and high impedance remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial flutter ablation procedure, an effusion occurred. High impedance was noted prior to ablation in the same area and multiple ablations were performed following the high impedance. Ice images confirmed an effusion for which a pericardiocentesis was performed to stabilize the patient.